Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician was reported that following the intraocular lens (iol) implant procedure, the patient was no happy with her vision. The patient was complaining about glare and photophobia. Additional information has been requested.

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a viscoelastic. Information regarding the cartridge and handpiece were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The product was not returned for evaluation. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).